Manufacturer narrative:
Analysis found that inspection at receipt confirmed that the bearing was damaged and the o-ring was deteriorated. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the bur cannot be inserted and that the bur shakes when rotating. There was no patient impact.